Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader, "burned up." Customer further reported an electric shock from their reader. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported that their freestyle libre reader, "burned up." Customer further reported an electric shock from their reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections h-2 (if follow up, what type?), h-3 (device returned to manufacturer, device evaluated by manufacturer), h-4 (device mfg date), h-6 codes (adverse event problem) and h-10 (addtl mfg narrative) were incorrectly documented in the initial MDR 30 day report. Sections have been updated.